Event description:
It was reported that this inflatable penile prosthesis (ipp) would only partially inflate and exhibited fluid loss. A surgical procedure was performed during which time it was discovered that the tubing straight barrel connector was not properly crimped when the device was implanted. Physician confirmed that the existing cylinders and pump were removed and replaced with a new set of cylinders and pump. No patient complications were reported.